Manufacturer narrative:
A sample was returned for evaluation and there was a stain embedded (non-removable) in the flue wall material. In addition to the stain, a flash from the flue manufacturing process was found adhered to the flue. None of the above described observations (stain and silicone film) are related to packaging process at integra. Product inspection is performed after the product is packaged. The transparent film was blocked from top view (only became visible after opening the package). The stain was a shady area that at plain sight was only a small spot somewhat darker that the flue body. The stain could easily have gone unnoticed or confused with a shadow. Device history record shows that no anomaly was reported during the manufacturing process of this lot that could be related to the reported condition. The reported condition was confirmed. The root cause is related to the flue manufacturing process. UDI number: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that on (B)(6 )2019, one piece of c4614s cusa excel 36khz curved extended standardtip was rejected during incoming inspection due to a stain on the product noted. There was no patient involvement. Additional information has been requested.